Event description:
A literature article reports: a patient presented with acute anterior wall myocardial infarction and was treated with intravenous alteplase. Selective coronary angiography revealed a critical stenosis in the left anterior descending (lad) artery, with timi grade 2 flow. A taxus express2 3.00x16mm drug eluting stent (des) was implanted with direct stenting technique in the lad. Immediately after stent deployment, the patient reported a tingling sensation all over the body and an erythematous rash developed. The patient's systolic blood pressure (sbp) dropped from 130 to 60 mmhg. A repeat coronary angiogram revealed a good angiographic result. Normal saline infusion was started and then diphenhydramine and methylprednisolone were administered. Additionally epinephrine and dopamine were administered. Twenty minutes after stent deployment, the patient reported chest pain with concurrent st segment elevation in the monitor leads. Contrast injection showed diffuse spasm in the lad and the circumflex (cx) artery. Dopamine was discontinued and nitroglycerine was administered. The chest pain and st segment elevation disappeared. The spasm resolved but sbp was still 70 mmhg. Diphenyhydramine, methylprednisolone and dopamine were re-administered. Approximately one hour after the stent procedure, the patient again reported chest pain with concurrent st segment elevation in the monitor leads. Contrast injection revealed a thrombus proximal to the taxus stent with timi 1 flow. Tirofiban was administered and the lesion was dilated with a 3.0x16mm balloon with no change in timi flow. Therefore, a nir 4.0x18mm stent was implanted with resultant timi grade 2 flow. The pain disappeared and st segment elevation resolved. Sbp was still about 70 mmhg. An intra-aortic balloon catheter was inserted and the patient was transferred to the coronary care unit. The patient's bp increased to 110 mmhg within 6 hours. The dopamine was discontinued and the patient was weaned from intra-aortic balloon counterpulsation.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. A similar complaints review could not be performed as the batch number is unknown.